Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with multiple bedsides that it was monitoring. The remote monitoring system (rns), the secondary monitoring system, had no issues with monitoring these bedsides. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with multiple bedsides while monitoring patients. The remote monitoring system (rns), the secondary monitoring system, had no issues with monitoring these bedsides. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The device was not returned for physical evaluation and functional analysis. Due to the age of the complaint, additional information cannot be made available for investigation. The root cause for communication loss on the cns cannot be determined. Based on the troubleshooting notes made by nk tech support and the client it services (cits) team, the most likely cause for this issue is incorrect configuration. Possible root causes would be user error as the cns may have been moved to a different location than it was originally configured for. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm: model #: bsm-6501a, serial #: (B)(6). Bsm: model #: bsm-6501a, serial #: (B)(6) . Bsm: model #: bsm-6701a, serial #: (B)(6). Bsm: model #: bsm-6701a serial #: (B)(6) . Rns: model #: a/rns-9703-024 serial #: (B)(6) .

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with multiple bedsides that it was monitoring. The remote monitoring system (rns), the secondary monitoring system, had no issues with monitoring these bedsides. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical products: the following devices were being used in conjunction with the cns. Bsm-6501a, serial number (B)(4). Bsm-6501a, serial number (B)(4). Bsm-6501a, serial number (B)(4). Bsm-6701a, serial number (B)(4). Bsm-6701a, serial number (B)(4). Remote monitoring system rns-9703-024, serial number (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with multiple bedsides that it was monitoring. The remote monitoring system (rns), the secondary monitoring system, had no issues with monitoring these bedsides. No patient harm was reported.